Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop heart issues. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused heart issues, patient had surgery to fix a fib so that was ruled out, patient has a cough chest pressure headaches and dizziness heaviness on the chest nasal and throat irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external parts of the device and observed unknown dust/dirt contamination present on all surfaces of the base unit. Unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer visually inspected the device internally and observed unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer powered up the device and provides airflow. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit and can confirm the presence of contamination in the airpath. Section h6 health effect-clinical codes added and medical device problem code, type of investigation, investigation findings and investigation conclusion were updated in this report.